Manufacturer narrative:
(B)(4) date sent: 7/2/2025. B3: publication year of 2014. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: technical aspects for making sleeve gastrectomy with tube theory. Author: j. Del castillo perez. Citation: obes surg (2014) 24:1136¿1378. Doi 10.1007/s11695-014-1292-0 . The objective of this study is to reduce associated complications with the technical considerations of the ¿tube theory¿. A total of 2,000 patients, assigned in two homogenous groups, underwent sleeve gastrectomy. In group 1 (1,120 patients), the traditional technique was performed and in group 2 (980 patients), the ¿tube technique theory¿ was done. The ¿tube technique theory¿ was performed using the harmonic scalpel and staples johnson green, gold and 2 blue/60mm. The results in group 2 included 3% reflux, 0.4% hematoma, and 0.2% abscess. In conclusion, the author reported that the ¨tube technique recommendations¨ has low complication rate and improves the quality of life with good tolerance to food without vomiting.